Event description:
It was reported that the patient experienced injuries arising from a surgical mesh left in her abdomen. No additional information is provided at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.